Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. Visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no external damage; however, skived material from the liner of the device was found at the hemostatic valve area. Additionally, two kinks at the proximal end of the dilator were noticed. Through a borescope inspection and dissection of the device, evidence of skiving in the liner material of the device was found. The skiving was severe enough to expose the puller wire of the vizigo¿. This condition along with the liner material skived from the internal walls of the vizigo¿ may be related to the resistance issue described by the customer. This case is attributed to inadvertent incorrect use. At this point, it can be concluded that the damage is not attributed to any design issue or manufacturing issue of the vizigo¿ sheath. A device history record was performed, and no internal actions related to the reported complaint were identified. The resistance issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2023-01245 for product code d160903 (octaray, galaxy, 48p, 3-3-3-3-3, d-curv); MFR # 2029046-2023-01775 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, d-curv and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium.and the biosense webster inc, (bwi) product analysis lab observed evidence of skiving in the liner material of the device. Initially, it was reported that during a pulmonary vein isolation (pvi) procedure, there was an incident with the vizigo¿ ¿ sheath sheering the octaray catheter causing exposure of internal wires. At first, they were unsure if the problem with the octaray happened independent of the sheath, so they replaced the octaray and it was tight going through the sheath. Upon pulling it back, a couple of the splines were bent up. It was at this point that the physician was concerned with the vizigo¿ and proceeded with an agilis for the duration of the case. They were able to complete the procedure successfully with no patient harm. Additional information was provided. There was no resistance between devices or against vasculature. The resistance did not result in any damage to the sheath. Initially, there was no resistance with the sheath when they were trying to put the catheter/dilator into the sheath. However, after removing the damaged octaray, there was difficulty placing the dilator. The resistance resulted in damage to the dilator/catheter. Octaray spines c and e were damaged and unable to record signals. When removed spines were bent and twisted. Outer coating on catheter was shaved off creating fibers on the octaray. Additional information was received on 03-aug-2023. It was reported that the kink in the dilator took place when they had removed it from the vizigo¿ in-order to take pictures to send for observation. When they attempted to reseat it back into the shaft of the vizigo¿, they were met with major resistance and it bent on itself. That did not happen during or directly after the procedure. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. An increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on (B)(6) 2023 that there was evidence of skiving in the liner material of the device. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2023.